Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. Log analysis showed that the potentiometer to adjust the oxygen concentration had failed had failed on (B)(6) 2016. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has to be repaired by replacement of the front plate, which includes the potentiometers. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that a patient with intracerebral hemorrhage was ventilated by the oxylog 3000 plus (settings: bipap, pip 17, peep 5). The device was powered by external power (12v). After about 10 minutes of ventilation the device failed with the message ¿inop !!! Technical failure. Shut down device and notify drägerservice!!!¿. Patient was bagged immediately and device was turned off. It is unknown if the device generated an audible alarm due to the surrounding noise in the helicopter. No injury has been reported.